Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far and damaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the there was a problem with the setscrew of the implantable neurostimulator as it was not possible to fix the lead. The lead was not held after the setscrew was turned in the header block and ¿no impedances¿ resulted. The ins was replaced with a new ins and after it was ¿ok.¿ no further information was reported. A follow up report will be sent if additional information is received.